Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Information was received several months after this lead's revision indicating it was erroneously repositioned in the patient's left ventricle (lv). The position of the lead was noted during a chest x-ray subsequent to the patient receiving tachy therapy and successful conversion for ventricular fibrillation (vf). Additional information was also received indicating that the patient had presented with loss of capture and non-detection at the time of the lead's dislodgement. The patient's physician later elected to replace the lead upon the delivery of inappropriate tachycardia therapy. The lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead was involved in a revision procedure due to dislodgement. The lead was repositioned without consequence to the patient. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Manufacturer narrative:
This device is currently undergoing analysis. This report will be updated upon its completion.